Event description:
This is filed to report single leaflet device attachment (slda), causing leaflet damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The patient presented with restricted and tethered leaflets, and large coaptation gap (>10mm). A xtw clip was implanted a2/p2 medial. It was decided to implant a xt clip lateral to the first clip. When the xt clip was closed from 60 degrees, a large mr jet was visible around the 1st xtw clip. In echo, it was visible that the xtw clip detached from the anterior leaflet. The anterior leaflet appeared to be torn. In the physician¿s opinion, the slda was due to the pre-existing patient anatomy. The slda happened at the same time when the xt clip was fully closed. It was decided to end the procedure after the second clip that was deployed. Both clips were stable. Mr was reduced to grade 2. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is related to patient conditions (restricted and tethered leaflets and large coaptation gap). Unspecified tissue injury appears to be due to the slda. Tissue injury/damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.